Event description:
It was reported that cadd solis vip failed calibration. No patient involvement or injury reported.

Manufacturer narrative:
The device was returned to smiths/ICU medical. The problem of "failed calibration" was not duplicated. The pump was calibrated, and the occlusion test was passed. In mu mode, the sensor responded to pressure normally. As a preventative measure the downstream occlusion sensor and upstream occlusion sensor were replaced. (Updated h3 and h6) a manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.